Event description:
Boston scientific (bsc) crm received information that this pacemaker was showing 1.5 years longevity remaining. The caller was inquiring about a longevity estimate as the device has only been implanted for fourteen months. A bsc crm technical services consultant utilized the provided parameters and performed a longevity estimate. The result was four years. The patient had already left the clinic so additional testing could not be performed. The consultant suggested checking the device at a later time to see if longevity increases and noted option of memory dump if furher assessment is needed. Over two years later, the device was explanted and replaced without further incident.

Event description:
A customer contacted baxter to report that a hole was found on the cassette. There was no patient injury / medical intervention.

Manufacturer narrative:
(B)(4). Per customer, the sample was not available. A follow-up report will be filed should any necessary supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint for an alarm (unknown) was not confirmed and no root cause was determined due to a lack of sample. A hole on the cassette was reported by the customer. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.